Event description:
The manufacturer received information alleging simplygo mini oxygen concentrator stopped working. The patient's blood oxygen level decreased and the patient was hospitalized. The patient expired at a later date. The patient's daughter confirmed the device was returned and sent to a third party service center. The third party service center confirmed there was an issue with the compressor.